Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.